Event description:
Impella cp was placed in a 66 y/o female for cardiogenic shock. Case done independently without abiomed support. Impella placed in rfa, no flow noted with peel away sheath in place. Peel-away removed, repositioning sheath advanced and no pulses were detected on impella extremity. No information on rfa diameter or anatomy available to access adequacy or suitability. Md decided to remove impella and place iabp in lfa which was noted to be larger in size in comparison to rfa. 14 fr cook sheath placed for hemostasis in impella access site. The impella cp will be coded for limb ischemia but it is important to note limb ischemia is a known risk outlined in the IFU and vessel size should be assessed prior to implant.

Manufacturer narrative:
The root cause of the injury was unable to be determined due to insufficient clinical details.